Event description:
It was reported that this right atrial (ra) lead was explanted due to being stuck and the helix was unable to retract or extend after attempting to reposition the lead. Furthermore, this lead was repositioned as the physician was not satisfied with the outcome of the morphology of the pacing electrogram. The physician had also observed that the helix not retracting was because of the tissue buildup. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. Testing was also completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits.

Event description:
It was reported that this right atrial (ra) lead was explanted due to being stuck and the helix was unable to retract or extend after attempting to reposition the lead. Furthermore, this lead was repositioned as the physician was not satisfied with the outcome of the morphology of the pacing electrogram. The physician had also observed that the helix not retracting was because of the tissue buildup. A new lead with the same model was implanted. No additional adverse patient effects were reported.